Event description:
It was reported that customer experienced difficulty completing required software update because pump did not connect properly to cord and customer did not have access to laptop, even after attempting update with assistance from physician. There was no reported impact to the customer¿s blood glucose level. Customer requested assistance to complete software update, and technical support used report date as event date, but no additional information was received regarding further actions or final outcome of event.